Event description:
The patient's peritoneal dialysis rn reported the patient had a stroke while connected to liberty cycler and had fallen out of bed. Her patient line had become detached and the patient reattached the line. The patient was admitted into the hospital for a massive stroke. While in the hospital, a culture had been obtained since the patient reconnected herself to the cycler. The results came back negative for any infection/peritonitis. The pdrn reported that 2-3 days later, the patient suffered myocardial infarction and expired in the hospital. The pdrn also reported that the patient had been in the hospital prior to being home on the night of falling out of bed. She had been discharged to a skilled care facility, but the patient signed herself out against medical advice.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in process of requesting additional relevant patient medical records and treatment data regarding the reported event and a plant investigation is underway. A supplemental report will be submitted upon completion of the clinical staff's assessment of the reported information and the plant's investigation.

Manufacturer narrative:
Device review: the liberty cycler was returned to the manufacturer for evaluation. A visual inspection of the cycler exterior showed no sign of physical damage. The heater tray/scale was not obstructed. A simulated use test was performed and failed with m30 failure. The cause was due to the bad motor a. The motor was replaced and a second simulated use test was performed and passed. The valve actuation passed. The system air leak passed. The patient sensor calibration check passed. The load cell verification was within tolerance. The internal inspection of the cycler showed no presence of visible liquid or evidence of past fluid within the cycler. Data sheets and alarm history records were reviewed. No abnormalities were found. A device history record (DHR) review was performed and the device was found to have been manufactured per specification without any non-conformances.

Event description:
Additional information: the patient's caregiver stated patient powered the cycler off and on. The cycler received a power fail recovery message. Patient's caregiver reported that before she powered off the cycler, the patient had reconnected herself to the same patient line. The power did not go out during patient treatment.